Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines") and vaginal discharge ("irregular vaginal discharge"). At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure devices were successfully implanted, without complications. Based on plaintiff's medical history, physician determined that a hysterectomy was the optimal procedure to remove the device. Plaintiff anticipates that her essure coils will be removed towards the end of 2018. Diagnostic results: she had an hsg test performed and confirmed that her fallopian tubes were occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pelvic pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy and obesity. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included gallbladder rupture and cyst rupture. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), back pain ("severe back pain/lower back pain"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and headache ("headaches"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed).). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, pelvic pain, vaginal haemorrhage, dysmenorrhoea, back pain, dyspareunia, migraine, vaginal discharge, depression, menorrhagia and headache had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure devices were successfully implanted, without complications. Based on plaintiff's medical history, physician determined that a hysterectomy was the optimal procedure to remove the device. Plaintiff anticipates that her essure coils will be removed towards the end of 2018. Current weight 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: pfs received - new event vaginal bleeding, depression, menorrhagia, headache, pelvic pain and were added. Event outcome and start date of abdominal pain, dysmenorrhea, back pain, dyspareunia, migraine and vaginal discharge were update. New reporter (lawyer and aka) were added. Patient information (dob, weight, height and address) were added. Product information ( date of essure insertion and removal, indication) were added. Concomitant medication and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraines") and vaginal discharge ("irregular vaginal discharge"). At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure devices were successfully implanted, without complications. Based on plaintiff's medical history, physician determined that a hysterectomy was the optimal procedure to remove the device. Plaintiff anticipates that her essure coils will be removed towards the end of 2018. Diagnostic results: she had an hsg test performed and confirmed that her fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.